Event description:
Two eclipse homepumps (model # 102000, lot # 0202850367; 0202880643) containing cefepime 2 grams/ 0.9 percent sodium chloride 100 ml would not infuse due to crimped tubing where clamp was. Patient tried to squeeze it open but was unsuccessful.